Manufacturer narrative:
The reported lot number for the device is 928760005. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a mechanical issue. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a mechanical issue. The ipp is currently implanted, and a revision procedure is scheduled. There were no patient complications reported.

Manufacturer narrative:
The reported lot number for the device is 928760005.